Event description:
According to the info received from the surgeon, pt had a history of renal insufficiency and congestive heart failure that had increased over the years requiring intubation several times. Repeat echocardiograms revealed high gradients across the valve (73 mmhg). No pannus, thrombus, or leaflet immobility were observed. After treating the pt medically with poor results, it was decided to explant the valve. At explant, there was "no obvious" problem with the valve such as pannus or thrombus and the reason for the high gradient could not be identified. The valve was replaced with a 23 mm pericardial valve. The pt's postoperative course was complicated by mrsa; however, the pt is "improving."